Manufacturer narrative:
The date of event is unknown. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center for a separate issue. During the device analysis, a reportable event was found. It was determined that white residue on the air/water channel and cylinder were observed. There was no patient involvement.